Event description:
It was reported to covidien that during patient use, a nurse confirmed the lack of the segment. No patient harm reported.

Manufacturer narrative:
Covidien found that the failure was due to the front board. The front board was replaced. (B)(4).